Event description:
A pt underwent abdominal surgery on (B)(6) 2011. It was reported that the drain was placed and sutured in place. On (B)(6) 2011, the drain was found laying in the bed. A retained piece was surgically removed.

Manufacturer narrative:
A surgical drain was placed in the abdominal cavity on (B)(6) 2011, during a colonic fistula procedure. It was reported to be sutured in place with a 3.0 silk suture. On (B)(6) 2011, a piece of the drain was found laying in the pt's bed. The pt was taken back to surgery for removal of a retained 6.5 inch piece of the drain. The pt was subsequently discharged and no further complication was reported. The retained piece was sent to us for eval. The other section of the drain was not returned. The tear in the drain is jagged in appearance which suggests that the break may be the result of mechanical damage from the suturing needle. When drains are tested for tensile strength and torn artificially, the tear is straight and not jagged. The location of the tear is around the hub of the drain which would also be where the drain exited the pt's abdomen and where the suturing took place. At this time we have no info to suggest any defect caused the incident. We have determined the root cause to most likely be the result of user error and a direct outcome of damage caused by the suturing of the drain during the surgical procedure. No corrective action is indicated at this time.